Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. The reload was received engaged with an instrument. The visual inspection of the cartridge revealed that the reload was fully fired. The instrument firing knobs were slightly advanced leaving the reload jaws in the clamped position. The instrument firing knobs were retracted fully, allowing for release of reload jaws. The reload was unloaded without difficulty. Further functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The firing knobs were not fully retracted after firing the device. It is important to be sure to fully retract the instrument firing knobs to the home position to allow for release of the reload jaws. The root cause of the observed condition was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: during laparoscopic subtotal gastrectomy, the blade was not retracted fully after finishing of the firing process. So, the surgeon could not open the jaw fully and the scrub nurse could not disassemble cartridge from the handle. Used new devices in order to complete the case. No injury to the patient as a result of the event.